Manufacturer narrative:
(B)(4). Batch # n55a95. The analysis results found that the cdh29a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the product left the staples loose released. Please clarify this information as it is not clear. Were any staples deployed into the tissue? Were there staples were missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during a subtotal gastrectomy procedure, the stapler failed during the moment of use and did not perform its function. The product left the staples loose released. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Corrected data: the initial report indicated additional information was obtained which was incorrect. The following information was requested, but unavailable: it was reported that the product left the staples loose released. Please clarify this information as it is not clear. Were any staples deployed into the tissue? Were there staples were missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Response: no addition information available.